Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection with the naked eye showed that thethe pre blood pump (pbp) segment was disconnected from the support plate. Visual inspection with microscope showed that the marks of solvent on the pump segment were short, indicating that the pump segment was not properly assembled with the support plate. The reported condition was verified. The cause was related to the manufacturing process. The second involved set was not provided for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex hf1000 set, the replacement line became disconnected and air entered the extracorporeal (ec) circuit. An alarm was triggered with air within inches of the vascular catheter. A new filter was used treatment was restarted. It was reported that lots of air bubbles was observed again. The second filter was disconnected, and ec blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.